Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "pressure regulation too high/inspiratory pressure too high. The device was in clinical use when the issue occurred; the patient was moved to a different ventilator. No patient or user harm reported. Investigation is ongoing

Manufacturer narrative:
A follow up was performed with the key market (km), and the responder reported that the customer declined to have the device serviced by a third party. The km reported that the gas delivery system was faulty. Insufficient information was available to determine the resolution of the event. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.